Manufacturer narrative:
B3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk g4 - unk h4 - unk claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm implantable collamer lens was implanted into the patient's left eye (os). "Oversized" vault and high iop was observed. High iop was resolved with medication. Lens remains implanted. Additional information has been requested but none has been forthcoming.